Manufacturer narrative:
Continued section e1: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma & seroma.

Event description:
Healthcare professional reported left side granuloma, minimal amount of implant fluid, device rotation and capsular contracture, baker grade I. The device remains implanted.